Event description:
Capio suture device tore the bullet off the suture, and then the suture was stuck. Freed and removed suture, and used a second device to complete procedure.====================== manufacturer response for suture capturing device, capio======================manufacturer provide rga# for product return evaluation.